Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2017 with the following findings:during testing, it was observed that the battery compartment was cracked compartment and there was moisture on the keypad button contacts. Unrelated to these issues, the keypad cover was peeling. The bolus button cover was opened and there was moisture contamination found on the contact button. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment and moisture on the keypad button contacts. This report is made based on results of investigation completed on (B)(6) 2017.